Manufacturer narrative:
We have requested the return of the device from the customer. Once returned, it will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "lens has been reported repeatedly for poor image". No negative impact in state of health reported.